Event description:
It was reported that the patient called the emergency medical services (ems) to be taken to (B)(6) and had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 33 mmol/l (594 mg/dl) and ketones at 7.6 mmol/l while wearing the pod on the arm between 37 and 48 hours. The pod switched into manual mode after the pod and sensor were not communicating. Subsequently, the pod controller recorded repeated maximum manual corrections while glucose readings were not showing; the pod continued beeping after removal. The omnipod 5 system delivered several insulin boluses over the course of several hours (around 200 units in total) independently without the patient's knowledge. The pod was replaced; however, a second pod subsequently failed to deploy and did not prime after activation. The patient continued to experience hyperglycemia and sought medical attention. Symptoms reported include the patient feeling sick and unwell. The patient was treated with intravenous insulin, sodium chloride and potassium. The patient was still admitted at the time of this report. Abbott was notified of the event on april 20th, 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.